Event description:
It was reported that a caster fell off the navigation system cart, while the cart was being moved around by technicians at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that a caster fell off the navigation system cart, while the cart was being moved around by technicians at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.